Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with dislodgement and an unspecified malfunction noted on the patient's right atrial lead. It was suspected that the dislodgement was confirmed with a chest x-ray or interrogation. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the suspected dislodgement was noted after a CABG procedure. The physician did not allege the dislodgment occurred at the time of the procedure on (B)(6) 2023. No further patient consequences were reported.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
New information received notes that failure to capture with elevated capture thresholds was noted on the right atrial lead. The lead was implanted on (B)(6) 2011. Surgical intervention was performed on (B)(6) 2023 and the lead remained implanted. The patient was stable throughout.